Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a techocardiogram (tee) showed moderate or to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed twice. Moderate pvl was still identified by tee. A second transcatheter bioprosthetic valve was deployed at 6mm, even with the first valve. Bav was performed with resultant mild pvl due to calcium identified. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.